Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 450cc mentor smooth round moderate plus profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed based on physical examination. As a result, the patient is scheduled to undergo bilateral removal and replacement with two unspecified saline breast implants on (B)(6) 2021.

Manufacturer narrative:
On 15-sept-2021, mentor received additional information regarding the revision surgery. Initially, the date of explantation was reported as (B)(6) 2021. However, additional information revealed that the patient underwent bilateral removal and replacement with two unspecified mentor saline breast implants on (B)(6) 2021. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On september 6, 2024, mentor became aware that the replacement devices used on (B)(6) 2021 were catalog number 3505480bc; serial numbers (B)(6) on the left side, and catalog number 3505480bc; and serial numbers (B)(6) on the right side. Complete UDI number has been added under field d4 on this form. Manufacturer's reference number: (B)(4).